Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with a complaint of malaise with no dizziness of syncope. After device interrogation it was noted that the right ventricular lead exhibited loss of capture and under-sensing. The lead was reprogrammed but was later explanted and replaced. The patient was stable.